Event description:
Clinical history: the pt is a (B) (6), female who underwent a single chamber pacer upgrade to a dual chamber pacer, with a mdt 5032 vdd lead implanted in 1996. Procedure: lead extraction was 1 minute and 48 second laser time, with 4866 pulses delivered. The extraction was performed using a spnc 14f sls ii and 518-062 lld. Approx 2 mins post-extraction, the pt's blood pressure dropped and an emergent thoracotomy was performed. The cardiothoracic surgeon was at the pt's bedside within 2 mins. A suspected svc tear was the cause of the pt's rapid increase in pressure. The pt had an arterial line in place during the procedure and fluoro was used throughout the case. Pt outcome: the svc tear was successfully repaired, the pt transferred to the ICU and was discharged 5 days later. Failure analysis: the failure analysis was unable to be performed because no devices from this case were returned to the MFR; however, there was no indication that the event was caused by a malfunction of the spnc devices.